Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a sensor glucose value not available. It would not accept calibrations. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They reported a bent sensor cannula. Additionally, it was noted that when they removed the sensor, the customer stated there was no cannula at all. They verified it was not in their body. The sensor will not be returned for analysis.